Event description:
It was reported that the drainage catheter and the guidewire became stuck. A flexima all purpose drainage catheter was selected for a pleural drainage procedure. With the assistance of ultrasound by a radiologist, the flexima apd drainage catheter was attempted to be placed in an unobstructed pleural cavity. However, there was difficulty advancing and the device did not deploy as expected. Upon removal, the guidewire became stuck in the flexima apd drainage catheter and the catheter buckled up near the drainage holes. The device was removed from the patient intact. The procedure was completed with another of the same device.

Manufacturer narrative:
Device eval by manufacturer: this flexima all purpose drainage system (including the stent, metal cannula and trocar stylet) were returned and analyzed. Visual analysis revealed the stent had the metal cannula loaded and stuck, and the catheter distal section was observed buckled/accordion. Analysis was able to confirm the report from the field of drainage catheter and the guidewire advancing/removal difficultly.

Event description:
It was reported that the drainage catheter and the guidewire became stuck. A flexima all purpose drainage catheter was selected for a pleural drainage procedure. With the assistance of ultrasound by a radiologist, the flexima apd drainage catheter was attempted to be placed in an unobstructed pleural cavity. However, there was difficulty advancing and the device did not deploy as expected. Upon removal, the guidewire became stuck in the flexima apd drainage catheter and the catheter buckled up near the drainage holes. The device was removed from the patient intact. The procedure was completed with another of the same device.